Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement(s) dated 08oct2019. No further follow-up is planned. Evaluation summary a patient reported that several years ago when using a humapen ergo device, the injection screw could not be pushed into the pen body. No adverse event was reported. Investigation of the returned device (batch 0405a02, manufactured may 2004) found both opaque cartridge holder engagement tabs were broken. This malfunction may cause an underdose. Malfunction confirmed. A new cartridge holder design was introduced in september 2000; this new design, a clear cartridge holder, was launched with batch number a1493. Therefore, this device was equipped with the clear cartridge holder when it was released for distribution. It is likely the patient exchanged the original clear cartridge holder with the opaque cartridge holder (old design). While the exact date when the patient started using the device is unknown, based on the amount of time elapsed since this device was manufactured (2004), it is likely that the patient used it beyond its approved use life. The user manual states the humapen ergo device has been designed to be used for up to 3 years after first use. Corrective action: a new cartridge holder design was developed and introduced in september 2000 with lot a1493. This design eliminated stress on the engagement tabs and any undesirable surface features. No further corrective actions are planned as the device manufacturing was discontinued december 2006. There is evidence of improper use. Based on the manufacture date, it is likely the patient exchanged the clear cartridge holder (new design) with the opaque cartridge holder (old design). In addition, it is also likely the patient used the device beyond the recommended use period.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint (pc), concerns a patient of unspecified gender, age, and ethnicity. The patient was taking an unspecified medication via humapen ergo (teal/clear); indication for use not provided. On an unspecified date, it was noted that the injection screw could not be pushed into the pen body several years ago. This humapen ergo device was associated with product complaint (B)(4)/lot number 0405a02. Information regarding the user of device and their training status, along with general device model duration of use and suspect device duration of use was not provided. The suspect humapen ergo (teal/clear), lot number 0405a02, associated with product complaint (B)(4) was returned to the manufacturer on 19sep2019 with an opaque cartridge holder. Edit 01oct2019: upon internal review, device component information/opaque cartridge holder was added to humapen ergo (teal/clear) device. Corresponding fields and narrative updated accordingly. Update 08oct2019: additional information received on 08oct2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, and improper use and storage from no to yes. Added date of manufacturer for pc (B)(4) associated with lot 0405a02 of humapen ergo (teal/clear) device. Corresponding fields and narrative updated accordingly.